Event description:
A customer reported to beckman coulter, inc. (Bci) clenz fluid leak from the blood sampling valve on unicel dxh 800 coulter cellular analysis system. The customer corrected clenz fluid leaking while the instrument was in shutdown. The customer then felt a shock while working on the single tube presentation and again felt another shock while powering the instrument off. The following day the customer was advised by the bci call center to not use the instrument until it is serviced. It is unknown if the lab's exposure control/risk management plans are in place. The user did not seek medical attention and there was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
Bci field service engineer (fse) found the pending buffer guide sensor on the specimen transport module (stm) heavily corroded with clenz. The fse cleaned and reassembled the sensor. Based on available information the root cause for the shock is undetermined.